Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the customer reported a recurring fault on universal surgical manipulator (usm) 1. Initial reporter reported the issue occurred before docking the system to the patient and during the case, until the fault could no longer be recovered. Customer have looked back at the logs and the fault was triggered that morning before occurring again around 12:30 pm before the second case of the day. The system was hard power cycled during the time, prior to the fault not being able to be recovered. Customer reported the error 32098 on usm 1. Customer also reported a large suturecut needle driver (nd) also had broken wrist cables. The system was undocked from the patient in the faulted state and the entire system was exchanged for a new xi system. The procedure was converted to another robotic system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information contact person reported they were unaware of the exact serial number of the needle driver. Agreed to communicated with site¿s robotic coordinator and respond with the information. The instrument was not inspected prior to use. The surgical task was being performed when the issue occurred was suturing of the mitral valve. Contact person reported they were unaware if the instrument collided with any other instrument or tool during the procedure, but fraying was seen as soon as instrument was inserted. Contact person reported they were not aware if issues related to opening/closing of the grips, left/right (yaw) motion of the grips, up/down (pitch) motion of the wrist but it was a fraying, so the cables were still working. Contact person reported 1 cable was fraying that was visibly protruding from the distal end of the instrument. Contact person was unsure if protruding cable(s) one(s) that controls opening/closing of the jaws or the up/down motion of the wrist, but the needle driver was still functioning. Contact person reported no fragments fell inside of the patient¿s anatomy. Contact person reported they will confirm with robot coordinator regarding if the instrument available for return to isi for evaluation or photographic images of the device(s) or a video recording of the procedure available for isi review.